Event description:
Monitors went dark during a laparoscopy, it was turned on and off, then unplugged and plugged back in. Procedure was converted to an open procedure. The picture later came back on. The vendor reviewed after the event and it is believed the issue was with the camera.